Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon did not retrieve the component and the hosp has reported no pt injury occurred.